Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). (B)(4).

Event description:
During a clinical trial, sponsored by biosense webster, inc., it was reported that a (B)(6) female patient underwent an ablation procedure with a thermocool smarttouch bidirectional sf catheter and suffered pericarditis requiring medication. On post-procedure day 2, the patient developed pericarditis. Intervention was an unspecified medication. Issue resolved without sequelae. Medical history includes systemic hypertension and moderate obstructive sleep apnea (osa). Principal investigator assessed this event as moderate in severity, not serious, possibly device-related, and definitely index procedure-related. No device deficiencies occurred. Radiofrequency was delivered from the thermocool smarttouch bidirectional sf catheter via 43 applications. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Originally the lot number was unknown. Additional information was received on august 23, 2017, providing the lot number of 17464143l. The manufactured date and expiration date have been provided. Therefore, expiration date and manufactured date have been populated. (B)(4).

Manufacturer narrative:
On september 13, 2017 the following device history record (DHR) was provided: the device history record (DHR) for the lot number 17464143l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).